Manufacturer narrative:
Testing of the device on-site indicated that the snapshot tracker integration test failed. Software export files were returned but analysis was not complete at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that there were inaccurate trajectories. The plan was l4 and 5, and used the CT to plan. The surgeon did a olif and placed cages on the left side. They did registration with manual segmentation. They sent to l5 on the left and it was lateral to plan. The navigated dilator was lateral to plan. They sent to l4 on the left and it was also lateral with the dilator. They took the chicken foot in the divot and verified the navigation was accurate but could not do it to the boney anatomy. They did a new snapshot and all the navigation was inaccurate. They sent to the right side for both l4 and l5 and everything was accurate. They re-registered with the same ap and lateral images and it was still lateral. They then took new ap and oblique images and re-registered and the left was still lateral in the same way. Then they brought in a o-arm for scan and plan and everything was accurate and placed with the robot. It took over an hour to do the different registration troubleshooting but there was no patient harm. There were no additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
Evaluation of the returned software export files determined that the root cause of the deviation experienced in the or is a faulty snapshot tracker, resulting in lateral misalignment of the navigated dilator. The fact that the trajectories executed using the system afterwards in scan & plan, rules out surgical arm inaccuracy. If information is provided in the future, a supplemental report will be issued.